Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported via (B)(4) adverse incident report that the pt had an intra-aortic balloon (iab) in situ and an alarm sounded on the intra-aortic balloon pump (iabp). When the connections to the pump were checked, it was noted that there was a leak at the connection of the balloon catheter and the transducer. An attempt was made to flush the catheter when the leak became more apparent. The iabp was switched off and the balloon catheter later removed. If the pt had still needed the iabp support it would have meant taking a critically ill pt from the (B)(6) to the catheter lab to have a new catheter inserted. Additional info was received on (B)(6) 2011 from the sister at the hospital stating "the iab was only in for about 2 hours. Another catheter was not inserted. On recovery, the gentleman was transferred from the (B)(6) to the ccu. He did pass away a few days later, but not a result of the incident."